Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 250 mg/dl and a correction bolus was delivered to address the bg level. Tandem customer technical support (cts) had the customer perform a system check and the occlusion was possibly related to the infusion set site. However, the cartridge was also to be replaced.